Manufacturer narrative:
On (B)(6) 2015 it was communicated that the implants will not be made available. On (B)(6) 2015, the medical affairs director performed a clinical evaluation and commented as follows: two years after successful primary tka with a sphere knee the patient presents a tibial plateau severely sunken on the medial side. There is no indication as to the cause of this event. It looks like a sudden event, possibly originated by trauma (meant also as sudden severe load). Femoral part well fixed and aligned, the tibial component was changed to a revision device and good joint biomechanics has been restored. The root cause cannot be determined with the available information, but there is no reason to suspect a failure in the devices. Batch review performed on 13 january 2016: lot 133112: (B)(4) items manufactured and released on 07 october 2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, all the items of the lot have been sold without any similar reported event.

Event description:
X-ray investigation showed that tibial component had collapsed into varus. Femoral component was still in perfect position. Revision was booked and tibial component was switched to a gmk revision tray with a 105mm press fit stem. 10mm medial tibial augment and a 5mm lateral tibial augment and 20mm sphere poly insert. Patient was well balanced and stable post revision surgery. Revision surgery was performed through a medial parapatella approach using a midline incision. Femur was left as it was well fixed and in very good alignment.

Manufacturer narrative:
On 09mar2016 it was prepared a final report with the information already submitted in the initial report. On 18mar2016 the report was sent to the initial reporter and the case was closed.